Event description:
When the plunger is pulled back, rptr gets air and/or leaking around the plunger. The wings on the plunger are bent like they were jammed in the machine. The outside barrel on the syringe is also dented. MFR was notified and they will send someone to check the syringes.